Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned and analysis was performed with no anomalies found. The distal lv (low voltage) electrode of the lead was covered in blood. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that the patient was admitted to the emergency room (ER) for palpitations and hiccups/side jumping. Chest x-ray shows that the right atrial (ra) lead had dislodged and pulled back into the superior vena cava (svc). The lead was found to have no sensing or capture with diaphragmatic stimulation. The physician attempted a lead revision without success. The lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.